Event description:
It was reported that a 21mm 3300tfx valve in the aortic position is under evaluation for explant after an implant duration of 7 years, 9 months due to undersizing. The patient is asymptomatic. Patient has follow up with cardiologist in (B)(6) 2024. Per additional information, patient was told that he now has an enlarged heart and his cardiologist is suggesting open heart surgery to replace the surgical valve. The patient was told he had afib after my surgery in 2016 & was placed on warfarin for a few months.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Manufacturer narrative:
H11: additional manufacturer narrative: updated. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Patient prosthesis mismatch (ppm) is present when the effective orifice area of the inserted prosthetic valve is too small in relation to body size. Its main hemodynamic consequence is to generate higher than expected gradients through a normally functioning prosthetic valve. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient-related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, non-structural valve dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The most likely cause is patient factors, including coronary artery disease, history of coronary artery bypass graft.

Event description:
It was reported that a 21mm 3300tfx valve in the aortic position is under evaluation for explant after an implant duration of 7 years, 9 months due to ppm and severe as. The patient presents with nyha class ii symptoms (doe and fatigue). Patient has not been scheduled for reintervention yet. Per medical records, cardiac workup shows severe as and given body habitus (bsa 2) and presence of rather small valve, patient prosthetic mismatch is suspected.